Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: it was noted before the surgery that there was a kink and a scratch on the tube. It was also found that a part of the tube was not clean. Another product was used to complete the case. There were no surgical delay greater than 30 min and no adverse consequences to the patient.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the tubing set was received in the original unopened package. Visual evaluation revealed that the silicone tubing is kinked in two locations. Furthermore; there is dark debris in this segment of tubing. This finding is consistent with manufacturing and/or packaging processes. It is likely that this debris was introduced during the manufacturing processes. The kinked condition of the tube can be attributed to packaging processes. The manufacturing department was notified of this discrepancy. Supplier evaluation of the tubing set revealed that: a review of the molding process found no evidence the reported issues could be introduced into the process. Tube sets are handled carefully and with minimum contact. Molding operators put on protective clothing prior to entering the production area. Visual examination of 200 unopened tubing sets found 13 to be kinked or crushed/dented. Crushed tubing in several cases where tubing was routed over the tube set spike guard or protective cover. Evidence indicates that material provided by the supplier to ces can have foreign material or kinked/crushed tubing issues. Based on the evidence corrective action should be a scar issued to the supplier for action to address observed issues. Codman quality supplier group was forwarded the cea report and will follow up on this request. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.